Event description:
Caller states the pt tested 8.0 inr on the coaguchek s system and 5.8 inr on a comparison lab. Coumadin was held based on device result. No adverse event reported. Requested return of suspect system and replacement sent.